Event description:
It was reported patient underwent a right partial knee revision approximately 22 years and 7 months post implantation due to bearing broken. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: unknown femoral - unknown part and lot. Unknown tibial tray - unknown part and lot. G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned for investigation, but a picture was provided. The picture shows the bearing fractured in half, therefore the reported event can be confirmed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Two radiographs were provided, but not assessed as the event could already be confirmed through the provided picture of the product. Based on the available information, the reported event can be confirmed, but a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.